Manufacturer narrative:
Concomitant medical products: product ID: 977a190, lot#: 209546631, implanted: (B)(6) 2016, explanted, product type: lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(4), ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that they had ¿stopped receiving benefit from therapy.¿ impedance testing was performed and found ¿open circuit impedances.¿ x-ray imaging was performed and found that although no physical alteration of the system was observed, lead migration was identified. A surgical intervention was initially planned for (B)(6) 2020 in order to revise or replace the lead; however, the surgery was cancelled as of (B)(6) 2020 due to ¿covid reasons.¿ the rep was awaiting a new date as of (B)(6) 2020. It was noted the event did not lead to or extend patient hospitalization. There were no further complications reported or anticipated.